Manufacturer narrative:
(B)(4). Two (2) confidence introducer needle diamond tip 11g 6inch [product code: 2839-03-611] were received for evaluation. Visual examination of the needles reveals extensive wear and signs of biological material. One of the needle tips was broken at the distal tip with severe deformation consistent with an overload failure. The exact part and lot number combination is unknown; therefore the manufacturing or receiving inspection records could not be reviewed. No emerging trends were found requiring further actions. A definitive root cause for the needle tip breakage cannot be determined with the information provided. However, this issue has been observed previously and the most probable root cause derived from the fracture analysis of the similar deformation of the tip could be due to overload on the tip. No corrective and preventive action (CAPA) is necessary at this time as no issues could be identified in the manufacturing or release of these products as no lots have been identified. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per sales rep call: confidence needle broke during viper minimally invasive procedure. The breakage was not noted until a guidewire was placed. Broken piece was close to the aorta. Due to breakage surgeon only placed screws on left side. Breakage resulted in revision procedure next day to remove broken piece and place screws on the right side. Per complaint form: jamshidi needle had broken off inside of the pedicle but went unnoticed. The tap would not advance in pedicle so probe was used and advanced broken fragment anterior to vertebral body. Unilateral construct was left in place and patient closed. Patient was brought back for surgery the following day and vascular surgeon removed fragment from anterior approach.